Event description:
Subject started study using am3 device evening of (B)(6) 2012 and continued thru the morning of (B)(6) 2012. Subject returned device on (B)(6) 2012 stating blowing into device twice a day made her chest tighten up.